Event description:
The customer reported that insulin was squirting during the manual prime process. The customer stated that the motor in the insulin pump stops when the activate button is released. Advised the customer to discontinue use of te insulin pump and revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.